Event description:
Consumer returned heating pad to store for refund. The heating pad overheated. She did go to the doctor for the burns on her back. The injury was not severe.

Manufacturer narrative:
The melting situation accrued due to loose connection between carbon wire and the electrical wire. The loose connection created a high resistance situation, which created a hot spot situation at the one connector area. Product has been redesigned and improvements implemented.